Event description:
Report received of unrequested bolus dose deliveries. The patient was receiving morphine sulfate via the pca pls ii pump. The customer could not recall the drug concentration or the pump settings. It was reported that the patient noted every time pt moved in bed, pt heard the pump beep and deliver a dose of medication. The patient called the rn to the room and the rn reportedly witnessed the pump deliver a bolus dose when the patient moved. The patient received approximately 5 unrequested bolus dose deliveries. There was no reported adverse patient event and no medical interventions were required. The patient was reported to be alert and oriented. The pump was removed from clinical service. Though requested, there was no further information available.